Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that actuation failure occurred, aspiration was not applied at all and cutting was also faulty during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One probe manifold was returned and was visually inspected. Visual inspection confirmed a folded aspiration line at the entrance of the probe engine within the rear shell. This observed defect can cause or contribute to the customer's experience. The kink on the tubing happened during assembling the rear shell to the probe engine. The root cause for the customer¿s event is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. Based on our current tracking, there are no adverse trends for this reported event for this lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).